Event description:
A report of low adhesion was rec'd informally by a 3m employee at a conference. During f/u by 3m, hosp contact, verified that an unexpected extubation occurred and that an airway was lost. There was a pt death. The hospital indicated that pt had a "complicated airway". They were not able to confirm that the death was related to the tape, but they said it may have been a possible causal factor. They indicated that conditions may have made it difficult for any tape to hold. No specific details were provided by the hospital regarding the event, date of the event and pt's condition.